Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the technical support specialist (tss) waited for a response from the customer regarding additional details of the issue. However, no response was received, and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, an error message stating one or more error occurred was displayed. Only one user experienced this issue, and it occurred on only one pyxis machine. The user was able to log in to other pyxis devices without issue. The device was restarted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.